Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device had a damaged screen and reduced functionality, and the device was no longer water resistant; the user was advised to establish backup therapy and to sync data before shutdown, with a replacement arranged. Symptoms included no adverse clinical effects. Outcomes included no impact beyond device replacement logistics. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this device revealed a hardware failure consistent with a broken or cracked display that compromised device operability and ingress protection, with no additional component failures identified. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device.